Manufacturer narrative:
This report is submitted on december, 16, 2022

Event description:
Per the clinic, the patient experienced poor performance with the device and open circuits were noted on 11 electrodes. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022. This report is submitted on january 10, 2023.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 02, 2023.